Event description:
The facility representative reported "secondary on pump one does not infuse" found before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 15, 2007. Evaluation results:the reported condition of the non-delivery was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.